Event description:
This complaint is one of five reported blood leaks (it was verified that in every case, an internal leak occurred during dialysis. Blood was sensed in the dialysate). There were no pt injuries associated with any of the reported leaks. There was no measurable blood loss due to the actual leaks, but in each case 150 cc of extracoporeal blood was discarded. In each case the dialyzer had been reused, number of uses noted above. In contact with chief technician and area technical manager to investigate contributing factors within the reuse system. Customer is currently using echo reproccessing equipment with 2% renalin for clean cycle and 4% renalin for final disinfectant. Am awaiting further info from technical staff. Atm is on vacation. Mdrs filed due to blood loss only.